Event description:
It was reported that multiple cartridges were damaged at the canister, interrupting insulin delivery. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.